Event description:
The event occurred in ER the rn was in hurry she stated that "after hitting the activation button and thinking the needle had retracted she dropped it to the floor." As the unit hit the floor it bounced back up and the exposed needle stuck the rn in the leg.